Manufacturer narrative:
Additional information: b5 - added failure analysis information. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
While performing bench service for the device, it was noted that the unit would experience a defib test failure during operational testing. There was no patient involvement. One therapy pca was returned for failure analysis. The reported problem was not observed or replicated for this pca. No fault was found with this therapy board.

Event description:
While performing bench service for the device, it was noted that the unit would experience a defib test failure during operational testing. There was no patient involvement.